Event description:
The manufacturer received information alleging a rep dreamstation auto CPAP device is putting out black "pepper flakes" like black foam in the water chamber every morning. This is a replacement dreamstation device and is not part of the recall. There was no report of serious patient harm or injury. There was no report of medical intervention. The user did not state if the device will be returned for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.